Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was unable to see clearly. Eleven months following the initial implant procedure, the iol was exchanged for another lens of the same model but one diopter less power. The reason given for the explant was "incorrect diopter power, refractive error". The sample is not available for return. Additional information was requested.